Manufacturer narrative:
Device evaluated by MFR.: a promus premier select ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16x3.00mm promus premier select drug-eluting stent was advanced for treatment. However, the stent could not track due to calcification of the vessel and it was observed that the stent was damaged. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16x3.00mm promus premier select drug-eluting stent was advanced for treatment. However, the stent could not track due to calcification of the vessel and it was observed that the stent was damaged. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.